Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was unknown how many overdischarges the device experienced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the implantable neurostimulator (ins) experienced a complete overdischarge and battery depletion. There were no more stimulation possible. Pain returned for the patient. It was unknown if there were any environmental /external/patient factors that may have led or contributed to the issue. The physician programmer and patient programmer could not connect anymore with the ins. Physician programmer performed a forced recharge without success. Interventions included surgical intervention with anesthesia to change the ins. The issue was resolved at the time of report.

Manufacturer narrative:
Analysis found the ins had reduced capacity due to one overdischarge. If information is provided in the future, a supplemental report will be issued.